Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/21/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed one short battery life with a sudden voltage drop on the reported complaint date; no power on resets were observed. Moisture and corrosion was found inside the battery compartment and on the battery cap. The pump was exercised for 24 hours with no power issues or alarms. All current draw readings were found to be within normal specification. A leak test was performed and the bumper was found to be leaking. The pump was opened and there was no moisture found on the power circuit or the power flex.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.